Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's aunt reported via phone call of high blood glucose readings from her niece's insulin pump. The customer's blood glucose reading was 433 mg/dl. The customer stated that there was a no delivery alarm during basal. The customer was advised to change the entire set, reservoir and insulin. The customer was advised to call back for further assistance if needed.